Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began the early morning of (B)(6) 2012. The patient manages her diabetes with an insulin pump. It is not known if the patient made changes to her usual diabetes management routine. About half an hour after, the patient claims she felt symptoms of shaking and tingling legs. Treatment was not specified. For reasons unclear, on the following day, the patient spoke with her physician who advised her to administer a bolus of novolog insulin (amount not specified). The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There is no indication of misuse and the batteries have recently been replaced. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.